Event description:
It was reported a band was removed due to recently poor adjustments.

Manufacturer narrative:
Taper unknown. The product associated with this report was returned; however, the device analysis results are pending at this time. Visual examination may confirm determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the seral number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".